Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The balloon protector cap was not returned for analysis. An examination of the returned device identified a break in the inner shaft at the tip location, inside the balloon. As a result of the break in the inner it was not possible to inflate the balloon as liquid leaked out through the tip. The hypotube kinked at 33.5cm distal to the strain relief. The proximal markerband was positioned inside the proximal balloon sleeve. There was no damage noted to the tip, balloon, or blades. No tears or holes were noted in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/ 140cm small peripheral cutting balloon¿ was selected for use. During the procedure, a non-bsc guide wire passed through with no problem. Subsequently, the balloon catheter was delivered and the physician attempted to perform dilation. However during the first inflation, the balloon ruptured at 3atm for 4seconds. There were no detachment of any piece inside the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications reported and the patient's condition was good. However, device analysis revealed that the proximal markerband was positioned inside the proximal balloon sleeve.